Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On 12-feb-2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse observed excessive splashing around sample diluent/wash well, dripping down to the leak sensor. Fse replaced the diluent wash pump, waste pump, and 2-way solenoid valve; fse verified no leaking or excess splashing at sample well. Fse then ran quality controls (qc); all passed within acceptable range and the error cleared. The aia-360 instrument operates as intended. No further action required from field services. A 13-month complaint history review and service history review for serial number (B)(4) from 09-jan-2017 through aware date (B)(4) 2018 for similar complaints was performed. There were no similar complaints identified during the searched period. The aia-360 operator's manual under chapter 7 - error messages and flags, error 3021 is leak sensor s701 detected. This error is generated when leakage sensor s701 is activated. The suggestion is for the customer to contact the service department the most probable cause of the reported event was due to splashing at the needle diluent port.

Event description:
On (B)(6) 2018, a customer reported getting error 3021 leak sensor s701 detected on the aia-360 instrument. Customer reported could not find the leak. Customer is unable to run patient samples on estradiol (e2), beta human chorionic gonadotropin (bhcg), and luteinizing hormone (lhii). On 12-feb-2018, field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for e2, bhcg, and lh ii. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.